Event description:
It was reported that when using the bd pyxis¿ es server, patient data was not crossing over to pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that there were no issues on the device. A technical support specialist (tss) ran a downtime query. The pes and settings sync information confirmed that recent upload and download activity and heartbeat were current with server time. After logging into the device, it was verified that no icons were displayed on the station and the data sync logs showed no errors. A follow up email will be sent to the customer to confirm that everything was functioning properly. The system functioned as intended after the technical support specialist investigated the device.